Event description:
It was reported that at follow-up, low sensing and loss of capture were noted upon interrogation. Fluoroscopy found the lead dislodged from its original position. Lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.